Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the rupture is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, a patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position. After balloon aortic valvuloplasty (bav) was performed, a 23mm sapien 3 ultra resilia valve was deployed at 90:10 aortic/ventricular position with 1 ml less contrast solution than nominal volume. Post valve deployment, vital signs were normal, and tee confirmed that there was no pericardial effusion, and the decision was made to complete the procedure. Before extubation, blood pressure was decreased and tte revealed that cardiac tamponade. Drainage was performed. Even after 800ml of drainage, vital signs were not stable, the physician decided to open the chest to stop the bleeding. Although the bleeding had almost stopped when the chest was opened, used a hemostatic agent and the chest was closed. After confirming the vitals were stable, the patient was returned to the ICU under intubation.

Event description:
As reported by our edwards lifesciences japanese affiliate, a patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position. After balloon aortic valvuloplasty (bav) was performed, a 23mm sapien 3 ultra resilia valve was deployed at 90:10 aortic/ventricular position with 1 ml less contrast solution than nominal volume. Post valve deployment, vital signs were normal, and tee confirmed that there was no pericardial effusion, and the decision was made to complete the procedure. Before extubation, blood pressure was decreased and tte revealed that cardiac tamponade. Drainage was performed. Even after 800ml of drainage, vital signs were not stable, the physician decided to open the chest to stop the bleeding. Although the bleeding had almost stopped when the chest was opened, used a hemostatic agent and the chest was closed. After confirming the vitals were stable, the patient was returned to the ICU under intubation. Additional information was obtained from the sales rep that the patient had no characteristics of the aorta and valve annulus. Aortic root rupture occurred upon valve deployment. As regarding the cause of the event, we believe that the rupture occurred because the calcification of the ncc was pushed. The patient discharged from the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5, and h11 have been updated/corrected. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest 'the rupture occurred because the calcification of the ncc was pushed' caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.